Event description:
Within 6 weeks on implantation my body started having adverse reactions. My symptoms included a rash that went up my neck and across my face, dizziness, increased number and severity of headaches, back and body aches, bloating and weight gain, extreme fatigue, nausea, moodiness, abdominal pain after meals, heavy irregular periods, high blood pressure and accelerated resting heart rate. I have since developed 2 autoimmune diseases due to my body attacking the implantation and in turn attacking itself. I am currently undergoing med attention to diagnose a potential heart condition that has developed post implantation. I was very healthy, no illness or irregular blood work prior to essure implantation.